Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to tibial loosening.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that the anterior surface of the device is scuffed and discolored. The posterior surface is scuffed and gouged. Dimensions were found conforming to print specifications where measured. Review of the device history records for tibial component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues are noted. A definitive root cause cannot be determined with the information provided.